Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be determined. The patient remains on vad support and had no recent admissions. No further related events have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient is on oral levaquin for life. There is increased drainage at the driveline, but it is indigenous flora. History of mrsa and acentobacter at the driveline site. The patient has not had any recent admissions.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had drainage from the driveline. Culture showed (B)(6) and acinetobacter. The patient placed on oral medication for an indefinite period of time.